Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this this right ventricular (rv) lead had sustained a fracture and was surgically abandoned during the elective procedure to replace the associated implantable cardioverter defibrillator (ICD). A replacement lead was implanted without further incident. No additional adverse patient effects were reported.